Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic nissen fundoplication procedure, arm cart assembly(aca) experienced an issue while dissecting the stomach. Aca got stuck and triggered a non-recoverable error, displaying the alarm message: ¿arm error, disconnect the arm and connect it again.¿ the team performed the surgery using only three arms in order to complete the case. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic nissen fundoplication procedure, arm cart assembly(aca) experienced an issue while dissecting the stomach. Aca got stuck and triggered a non-recoverable error, displaying the alarm message: ¿arm error, disconnect the arm and connect it again.¿ the team performed the surgery using only three arms in order to complete the case. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d3 (street 1, MFR. Region, country code, postal code), d9 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly presented multiple non-recoverable error codes. These included an error code for 'setup arm brake state invalid', an error code for 'redundant controller surgeon console', an error code for 'robotic arm brake state error' and an error code for 'robotic arm motor state error'. A repair of the arm cart was performed, functional tests were completed with favorable results and the system is ready for normal use. Evaluation of the logs indicated a non-recoverable error code for 'setup arm actual brake state marked invalid' occurred on setup arm joint 2 of the arm cart assembly. The led to the occurrence of other non-recoverable errors, as well as an error code for 'robotic arm motor state error', an error code for 'robotic arm brake state error' and an error code for 'redundant controller surgeon console'. The arm cart cannot move during a non-recoverable error without a restart. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.